Manufacturer narrative:
Findings: pump received with no button response due to j2 lcd keypad connector unlocked. No audio beep anomaly or constant tone alarm anomaly noted. Unable to perform displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to button keypad anomaly. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose was 212 mg/dl. The customer stated the constant tone started after changed battery. The customer stated the alarm did not successfully by pressing esc/act. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was 212 mg/dl. The customer reported that none of the buttons are working. The customer stated the pump was not dropped or bumped. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.